Event description:
Physician reported a right side rupture diagnosed by ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as fold flaw opening. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: no penetrating nick. No further actions are required as no issues with the manufacturing process are observed.

Event description:
The device has been explanted.

Event description:
Physician reported an unknown side rupture diagnosed by ultrasound and MRI. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture diagnosed by ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.